Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a pulse generator alert for low pacing lead impedance. Upon examination, it was discovered that the atrial lead exhibited failure to capture, failure to sense, and low pacing lead impedance. On (B)(6) 2020, the lead was capped and replaced. An insulation anomaly was also noted on the lead during procedure. The patient experienced no issues prior to and after the procedure.